Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported separation of the metal shaft of the trocar cannula when inserting the infusion cannula into the trocar hub. Additional follow up information was received and the reporter indicated that the infusion cannula would not fit into the trocar. To resolve the issue the infusion cannula and line were replaced. The procedure was completed without harm to the patient. A product sample and additional information have been requested for this report.